Event description:
It was reported that the intraocular lens (iol) in patient's left eye rotated more than 10 degrees from intended position. Issue occurred during post-op day 1. Postoperative 1 day visit examination shows expected visual acuity and the patient didn¿t feel uncomfortable. Pre-op comments: best corrected distance visual acuity (bcdva) 0.25, post-op comments: uncorrected distance visual acuity (ucdva) 0.5. However, about 2 weeks later, it was noted that a secondary surgical intervention was performed to reposition rotationally the iol. No further information available.

Manufacturer narrative:
The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.